Manufacturer narrative:
Please note that this report represents the final FDA submission concerning off label use for gamma4 nails. Based on a comprehensive review of the complaint history, no additional serious injuries have been identified within the past two (2) years. Therefore, this failure mode will no longer be classified or reported as a malfunction after this report. A supplemental report will be sent as a final report. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the surgery was for the right femur, but a nurse mistakenly opened the wrong nail, intended for the left femur, and the doctor inserted it without checking. Both left and right implants were prepared in the operating room and kept in the same case, making the mistake easy. The doctor had reported to the nurse that he had picked out the correct right-footed nail before placing the implant in the sterile room during the preparation phase. Because of this, the nurse followed the doctor's instruction to "open what's there" and opened it without checking the product label. The stryker sales rep arrived late to the hospital when the lag screws were being placed after the nails had been inserted, and noticed that the nails were on the wrong sides, pointing it out to the doctor. The left-side nail that had been inserted was immediately replaced with the correct right-side nail, and the procedure was successfully completed while the surgery was extended by about 15 minutes."